Event description:
Event description cpi received information that the rate sense terminal of this endotak transvenous defibrillation lead was removed from service due to inappropriate shocks, noise and inhibition of pacing. Upon inspection, a fracture was noted at the connector. A new sensing lead was added to the system.